Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly. The customer¿s blood glucose was 270mg/dl. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Customer acknowledged and reported that the issue had not reoccurred after charging the pump.